Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot 00749, was returned and analyzed. Visual inspection showed that the device push button guide wire luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion, the balloon catheter failed inspection due to the broken guide wire luer. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.